Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were hospitalized for high blood glucose 1099 mg/dl on (B)(6) 2017. Customer stated she had been experiencing diabetic ketoacidosis symptoms for a few days prior to the hospitalization and the flue. Customer's blood glucose was over 600 mg/dl prior to the hospitalization. Customer stated she had been having issues with site. The customer was wearing the insulin pump at the time of the hospitalization. Customer then stated she has been having issues with high blood glucose since (B)(6) 2017. Customer was mentioned they were recently experiencing high blood glucose over 523 mg/dl. Troubleshooting was performed. No leaks or air bubbles noted. No issues noted with the insulin. Customer did mention her site was sore and irritated. Customer was advised to remove the infusion set cannula, it was not bent. Time and date on the insulin pump was not correct. Customer declined to check basal and bolus accuracies on the insulin pump. The high pressure test was performed and it passed. Customer was advised to reach out to her doctor. The insulin pump is not returning for analysis.